Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The pt indicated after he went swimming, the pump rebooted and now the pump is no longer responding to the up arrow, down arrow, and ok buttons. The keypad is intact and not peeling. While troubleshooting with the animas representative, the pt found moisture inside the pump.